Manufacturer narrative:
(B)(4).

Event description:
During follow-up, early battery depletion was noted. The device was explanted and replaced. The patient is well.

Manufacturer narrative:
Field experience of premature battery depletion was not verified in the laboratory. A longevity calculation was performed, and the device was within expected longevity performance. The device was tested on the bench, and no anomaly was found.